Manufacturer narrative:
(B)(4). Evaluation, results: root cause of the mi could not be determined. Failure of the user to verify the product expiry prior to use of product. Myocardial infarction. Device not received for evaluation. Evaluation, conclusion: failure of the user to verify the product expiry prior to use of product.

Event description:
Two endeavor sprint rx drug eluting stents were implanted during the index procedure one in the circumflex artery and one in the mid circumflex. On the same date as the index procedure, the patient is reported to have suffered an mi. The investigator assessed that the event was not related to the target vessel, not related to the study device and probably related to the study procedure. Patient had no change in angina status at 30 day, 3 month and 6 month follow-ups. The endeavor sprint rx stent implanted in the mid circumflex was implanted 17 days beyond its expiration date. (Ref MFR # 9612164-2011-00969).